Event description:
It was reported that customer experienced recurring cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and successfully restarted sensor session with no further cgm error reported.